Event description:
A nurse reported that the customer was admitted to the hosp for control of bgs. The nurse indicated that the customer was not in dka. It was informed that the dr requested assistance to change the basal rate in half. Assisted the nurse to change the basal rate. The nurse mentioned that the pump appears to be working properly.